Manufacturer narrative:
Corrected data: g3: initial MDR date should be corrected to 11-nov-2021. Claim#: (B)(4).

Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#:(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm tmicl13.2; -11.5/1.5/051 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2021 the lens was explanted due to subcapsular cataract (asc) which was observed on (B)(6) 2021. This resolved the problem. Cause of the event was reported as unknown.